Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. Corrected fields: d8, h11. D8 correction: in the initial report, this field should have been marked no information. H11 correction: date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing adhesive on the elevator cover and peeling of light guide lens adhesive. A definitive root cause for the reported events could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal tip of the ultrasound gastrovideoscope has a gap under the red transducer. There were no reports of patient harm.